Manufacturer narrative:
It was reported that the patient has a recurring seroma. The surgeon plans to correct the issue by irrigation debridement and a poly insert exchange. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has a recurring seroma. Revision surgery is planned to correct the issue with irrigation, debridement, and a poly insert exchange.